Event description:
It was reported that "rep noticed tips broken off when he went to replenish the sets, upon inspection of the instruments."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Result and conclusion will be made available following engineering eval.